Manufacturer narrative:
Results: the ace68 was kinked approximately 65.0 cm from the hub. The ace68 was ovalized approximately 126.0 cm from the hub. The ace68 was damage and, therefore, could not be functionally tested. Conclusions: evaluation of the returned ace68 revealed that the catheter was kinked. If the device is forcefully removed from the packaging hoop at extreme angles, the catheter may become kinked. Further evaluation of the returned ace86 revealed at the catheter was also ovalized. If the device is mishandled during preparation, damage such as ovalization may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the proximal shaft of the penumbra system ace 68 reperfusion catheter (ace68) was kinked. The damage to the ace68 was found prior to use. Therefore, the ace68 was not used in the procedure. The procedure was completed using a new ace68.